Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient removed the lifevest and the blisters healed, however, the blisters returned upon putting the lifevest back on. The patient's physician advised the patient to return the lifevest due to the skin irritation. The patient skin irritation improved upon removing the equipment.